Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Clinical data review was performed and indicated there have been several lead failure predictor alerts for short interval counts and non-sustained tachycardia episodes. The lead impedance trend has been decreasing over time from 610 ohms to 320 ohms. The electrograms collected show periods of noise being sensed on the bipolar channel. The can to rv coil channel does not show noise. A lead fracture was suspected.

Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. It was suspected that the lead was damaged. The lead was partially removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).